Event description:
It was reported that the arctic sun device failing calibration for an error 80(water check time out - unable to reach calibration temperature), not cooling. A check of the chiller temperature showed t4 was at 4.9c discussed this was indicative of a failed mixing pump. Stated they would discuss repair options. It was updated by rcc on 20may2024, that they requested a quote for depot repair and a loaner. Per sample evaluation results on 12jun2024, it was reported that one nut plate in the outer shell was spun loose due to a stripped bolt inserted into it when attempting to remove the outer shell. Circulation pump motor had dried out bearings.

Manufacturer narrative:
He reported issue was confirmed. The root cause identified is a failed circulation pump motor. Circulation pump motor had dried out bearings. Replaced circulation pump. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Complaint re-opened to update UDI information with all available information per gudid. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed circulation pump motor. Circulation pump motor had dried out bearings. Replaced circulation pump. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device failing calibration for an error 80(water check time out - unable to reach calibration temperature), not cooling. A check of the chiller temperature showed t4 was at 4.9c discussed this was indicative of a failed mixing pump. Stated they would discuss repair options. It was updated by rcc on 20may2024, that they requested a quote for depot repair and a loaner. Per sample evaluation results on 12jun2024, it was reported that one nut plate in the outer shell was spun loose due to a stripped bolt inserted into it when attempting to remove the outer shell. Circulation pump motor had dried out bearings.